Event description:
During refill, the baclofen was injected into the pump pocket instead of the reservoir. No pt symptoms were reported at the time of the report. No additional information is available despite several attempts.